Event description:
It was reported that when the physician was removing the trial lead from the patient, a small piece of lead fractured off and the top contact had fallen. The physician sent the patient for x-ray. The leads were discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7203213.